Manufacturer narrative:
The insulin pump was monitored and passed the displacement test, operating currents, self test and off no power test. No blank display, error alarms, or constant tone was noted. No moisture damage was found inside of the insulin pump. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
Customer reported the insulin pump was alarming different tones and no alarm was displayed on the device. Customer stated the device had condensation in the screen and was unaware how it occured. Customer's blood glucose was 218 mg/dl. Customer stated she does keep the device in her bra and it might have been exposed to sweat. Customer was advised to discontinue use of the device and revert to back up plan. The device alarmed watchdog timed out. Customer was unable to review in history. Alarm did not occur during rewind or prime sequence. Alarm was cleared. Normal bolus to the air was performed and bolus amount did not record in bolus history. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.